Event description:
It was reported that the patient received inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Event description:
New information received notes that the patient received further inappropriate atp therapies due to an avnrt rhythm. The device was reprogrammed and remains implanted.